Event description:
Patient reported right side "sore sensation" that is "severe" and "sharp" then goes away, "body pains" including the "back" and "lower back", "arms, "legs" and "between the shoulder blades". The following event is not related to the device ¿cannot remember dates and time" , "sore sensation" that is "severe" and "sharp" then goes away, "body pains" including the "back" and "lower back", "arms, "legs" and "between the shoulder blades". " healthcare professional also reported "grade iii capsular contracture" and "textured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii , "sore sensation" that is "severe" and "sharp" then goes away, "body pains" including the "back" and "lower back", "arms, "legs" and "between the shoulder blades".